Event description:
Wire broke and 2cm of the tip was unaccounted for. The patient had tight foramen and required high pull force of the shaver, causing the wire to break. The ball tip of the wire was not retrieved; the surgeon tried to locate it using fluoroscopy, but was unable to locate it. The patient is reported to be doing fine, no surgical issues as a result of the malfunction.